Manufacturer narrative:
The device is en route to the manufacturer for inspection. A lot check revealed no other complaints of this nature for this lot number. This is a reusable device and can be used typically for many years. We have received 7 complaints of this nature in the last 11 months.

Event description:
A hospital reported that two mr370 humidification chambers had cracked while being used on an hc500 humidifier. No pt consequence was reported.